Event description:
It was reported that this pacemaker was attempted to be implanted, however, the device exhibited pacing inhibition. It was noted that the device delayed treatment for the patient. A device from another manufacturer was implanted in its place. The device remains in hospital possession. No adverse patient effects were reported. Additional information received indicates that the device could not be interrogated. The device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was attempted to be implanted, however, the device exhibited pacing inhibition. It was noted that the device delayed treatment for the patient. A device from another manufacturer was implanted in its place. The device remains in hospital possession. No adverse patient effects were reported.